Event description:
While performing an onsite evaluation of the device, an authorized field service engineer (fse) noted that the device failed the defib test portion of operational testing. There was no patient involvement. One processor pca was returned for failure analysis. The reported problem was duplicated during lab testing. The therapy connector j16 pins were found lifted, which caused the defib. Test failure during the operational check.

Event description:
While performing an onsite evaluation of the device, an authorized field service engineer (fse) noted that the device failed the defib test portion of operational testing. There was no patient involvement.